Manufacturer narrative:
Analysis of product ID# 97714 / serial number (B)(4) revealed the no anomalies. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The ins was replaced due to end of life/use. The ins was returned for analysis. No further complications were reported/are anticipated.